Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging the patient¿s blood glucose that day was 30 mmol/l with fatigue, polydipsia and signs of dehydration. The patient did not receive any treatment above or beyond the usual routine of diabetes care and management. A loss of prime issue was reported due to the cartridge cap not securing properly to the pump. No device malfunction was identified. The device is not being returned to the manufacturer. This complaint is being reported because the reported health event was attributed to a device use error.